Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot. No moisture damage was noted inside of the insulin pump.

Event description:
Customer reported that the act and esc buttons on the insulin pump are unresponsive. Customer stated that the insulin pump may have been exposed to moisture as he was by a lake in a humid area. Customer's current blood glucose reading is 158 mg/dl. No further information reported.